Event description:
A healthcare facility in france reported that for a quantity of 5 infant breathing circuits, the wrong heaterwire connector had been supplied. No patient consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA, but it is similar to a product which is sold in the USA. The returned devices were visually inspected for heaterwire connector differences. Results: breathing circuits with heated inspiratory and expiratory tubes have a different heaterwire plugs for the inspiratory and expiratory tubes. For the 3 returned devices, the inspiratory tube had the wrong heaterwire connector attached. A lot check revealed three other complaints of this nature for this lot number. Conclusion: an inspiratory tube was incorrectly overmolded with an expiratory plug during production. We are currently modifying the production process to address such complaints and to reduce or prevent recurrence of this problem. Our monitoring trending of incorrect heatewire plugs on breathing circuits has a rate of occurrence worldwide for the last year of 0.0077%.